Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse called to report that customer had a blood glucose reading of over 600 mg/dl. Caller wanted someone to make sure the insulin pump is functioning correctly. Nothing further reported.